Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported the catheter seemed to have a leak in the pump segment. The spinal segment had csf when they removed it from the pin connector, but there was still an issue with the pump segment. They replaced it, and the whole catheter aspirated beautifully. The patient¿s weight at the time of the event was unknown. The explanted catheter segment would not be returned for analysis as hospital policy dicated that all explanted device be sent to pathology for study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported it was hard to tell where the leak was. The majority of the pump segment was placed over the pump and not under. It was possible that it was damaged during a routine refill appointment.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2018 explanted: (B)(4) 2018 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that drainage at spinal incision following catheter revision occurred. Patient underwent catheter revision in (B)(6) 2018 and developed drainage in the back near the spinal incision. Patient was therapeutic however could not identify source of drainage. Environmental/external/patient factors that may have led or contributed to the issue was not applicable. Diagnostics/troubleshooting was not applicable. Pump and catheter were explanted . At the time of this report, the issue was resolved and patient status was alive-no injury. Patient was receiving lioresal, 2000 mcg/ml concentration at 200 mcg/day dose. Customer refused to return the pump and catheter. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial## (B)(4), implanted: (B)(6) 2010, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that the patient recently switched physicians and the new physician believed the dose was suspiciously high, so they attempted to aspirate from the cap (catheter access port) and were unable to do so. The reporter thought this likely happened in the last week or so but was not sure. Today, (B)(6) 2018, they were planning to do a catheter revision although they were going to ty to aspirate from the catheter one more time. Per the reporter they were likely going to replace the spinal portion of the catheter and try to re-use the pump portion if possible. The revision was done on (B)(6) 2018. No patient symptoms and no further complications reported.